Event description:
The physician was using an assurant cobalt peripheral stent for treatment of a lesion in the iliac. The lesion was very calcified. The device was inserted through an existing stent and the assurant cobalt stent got caught on the previously deployed stent and came off the balloon. The stent was deployed were it dislodged by using balloon of the delivery system and an additional balloon. The patient is fine post procedure and no clinical sequelae were reported. There was no abnormalities noted during prep or inspection prior to use. Cine image review: the procedural images showed multiple angiographic views of the coronary, iliac and sfa arteries. The images confirmed the severe calcification in the left iliac artery. Initially after pre-dilatation of the iliac and the sfa arteries a long stent was deployed in the distal iliac/proximal sfa. This was followed by deployment of the first of the assurant cobalt stents in the proximal left iliac. Further pre-dilatation was completed distal to the deployed stent. The image show the deployment of a shorter stent immediately distal to the first assurant cobalt stent. The images show the deployment and post dilatation of the shorter more distal stent. This resulted in improved patency within the left iliac. The images showed further ballooning and stenting of the vessels of the left lower extremities.

Manufacturer narrative:
(B)(4). Evaluation results - inherent risk of procedure (stent dislodgement), caused by another device/drug (stent caught on the previously deployed stent), related to operational context (delivery through a previously deployed stent and then pull back for position), (device not received for evaluation), conclusion results - another device caused failure (stent caught on the previously deployed stent) 77 operational context contributed to event (delivery through a previously deployed stent and then pull back for position).